Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported valve entry trocars leaking during the procedure. There is no known impact or consequences to the patient's involved. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of trocar valve leakage; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot numbers, indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are ten other complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number(s) provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. An investigation has been opened in order to improve performance of the valves. (B)(4).